Event description:
The hcp reported the patient was experiencing increased spasticity in 2005. The catheter access port was accessed and fluid was aspirated from the catheter. The patient's spasticity decreased. Three months later, the low reservoir alarm was activated and, at refill "they withdrew more drug than expected." A follow up report will be sent when additional information is received.